Event description:
Patient received a cypher select stent to treat a restenotic lesion in a taxus stent located in the mid left anterior descending (lad). Approximately one year later, the patient suffered an acute coronary syndrome requiring hospitalization. A coronarography was performed and showed restenosis of the target lesion. The lesion was treated with a balloon.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.